Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and unlocked the unit by performing extended self-testing (est). The cse recommended replacement of the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.